Manufacturer narrative:
Updated data: b5 - additional information was received that during the implant of the valve, the right transfemoral artery access site was used along with a 18 french(fr) non-medtronic introducer sheath. The patient's minimum diameter access vessel was about 6 millimeter (mm). The cause of the bleeding was unknown. No additional adverse patient effects were reported. H6- eval method code product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that one day following the valve implant procedure, bilateral inguinal tenderness was relatively severe, and vascular echography was performed. A hematoma was reported. Although a pseudoaneurysm was not seen on echography, there was induration around the puncture site. When echography was performed again, blood flow was partially confirmed, and it was considered that the patient should be treated as having a pseudoaneurysm. Manual compression was attempted, but did not resolve. Four days following the valve implant procedure, the flow between artery and hematoma could not be confirmed by vascular echography. The compression was released on the judgment that the hematoma was formed tentatively. Six days following the valve implant procedure, vascular echography was performed again, and pseudoaneurysm was confirmed. Compression was performed based on the echography, and disappearance of blood flow signal was confirmed. Six hours of compression was performed with hemostatic cotton. The pain subsided. The vascular echography was performed again, and it was considered to be lymph nodes swelling rather than pseudoaneurysm. No additional adverse patient effects were reported. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, the final angiography of the "right foot access site" showed a bleed from the external iliac artery area. Manual compression was applied, but the bleeding continued. An 8mm x 5cm non-medtronic stent was placed and the procedure was completed. The cause of the bleed was not reported. No additional adverse patient effects were reported.